Event description:
The customer reported a fluid leak of approximately 3ml from tubing near the mix chamber on a coulter lh 780 hematology analyzer. The leak was contained within the instrument and no error messages were observed by the customer at the time of the event. The instrument was considered inoperable until it could be repaired. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) stated that the customer observed a leak from the lower sheath restrictor tubing. The sheath restrictor restricts the upper sheath flow and directs it into flow cell port 3. The customer replaced the lower sheath restrictor before the fse arrived to resolve the issue. The repairs were verified by the fse per established service procedures. (B)(4).